Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Other damages found during device investigation are most likely related to the explantation surgery. In addition, facial nerve stimulation was observed, which is known possible post-operative side effect of cochlear implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient suffered from a trauma on the implant area on the right side and stop hearing with the device completely. The recipient has been re-implanted.

Event description:
The recipient suffered from a trauma on the implant area on the right side and stop hearing with the device completely. Facial stimulation is referenced by the recipient when trying to use the audio processor, thus it was suggested not to use it. Re-implantation has been suggested, since there is a significant decrease in his performance, but no date has been made available yet.

Manufacturer narrative:
Addiitonal information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. Furthermore, facial nerve stimulation, which is known post-operative side effect of ci implantation was reported but not in detail. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma on the implant area on the right side and stop hearing with the device completely. Facial stimulation is referenced by the user when trying to use the audio processor, thus it was suggested not to use it.